Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reports that they had part of the aligner stuck into the tissue of the mouth, allegedly causing infection that required antibiotics and then surgery. Aligner treatment was stopped.